Event description:
Healthcare professional additionally reported "any crease" and "particles in valve."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed two openings on posterior assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: crease flat observed on the device. ¿ particles in the valve: no observed. Additional observations: ¿ green mold like appearance observed outside the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "noticed change in the size", "deflated" and "textured implant." Device remains implanted.